Event description:
Pt reported obtaining back-to-back glucose results of 417 mg/dl and 119 mg/dl on the aviva system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the aviva system. Technical support requested the return of the suspect product and replacement product was shipped.